Event description:
During removal of an optease filter approximately 2 months after a placement, the middle portion of the filter would collapse into the catheter, but the top 1/3 of the filter with the prongs would not collapse. The indication for filter insertion was dvt & pe & prophylactic. The p/dvt documented was diagnosed by CT in (B)(6) 2011. The extent of the dvt was right tp, anterior tibial, intramuscular branch in the proximal cap, two peroneal veins. There was no thrombus present at the delivery site. Anticoagulation therapy was given. The patient did not have recurrent pe in spite of anticoagulation. Pre and post imaging were completed. There were no peri/post procedural complications. It was verified prior to deployment that the hook was caudal. The vessel characteristics did not included any acute bends, tortuosity, calcification, thrombosis or stenosed. The filter was deployed without tilt and was placed in the vena cava. There was not a large or excessive thrombus load. The devices being used to remove the filter was the cordis optease retrieval system. Patient's status remains status quo. The filter remains implanted in the patient.

Manufacturer narrative:
Please note that it was initially reported that the product involved in this event was an optease retrievable catheter but the correct should should be a (B)(4), an unknown optease filter. Further product details are not available and further reports will not be forthcoming.

Manufacturer narrative:
While attempting to withdraw the filter into the retrieval catheter, approximately 8 weeks after filter implant, it was noted that the middle portion of the filter would collapse into the catheter, but the top 1/3 of the filter with the prongs would not collapse. The indication for filter insertion was dvt, pulmonary embolus (pe) and prophylactic. The pe/dvt was diagnosed by CT in (B)(6) 2011. The extent of the dvt was right tibial peroneal, anterior tibial, intramuscular branch in the proximal cap and two peroneal veins. There was no thrombus present at the delivery site, anticoagulation therapy was administered and the patient did not have recurrent pe. Pre and post imaging were completed showing no peri/post procedural complications. It was verified prior to deployment that the hook was caudal. The vessel characteristics did not included any acute bends, tortuousity, calcification, thrombosis or stenosis. The filter was deployed without tilt and was placed in the vena cava. The cordis optease retrieval system was used in the attempt to remove the filter. The filter remains in the patient with no patient injury reported. Neither films nor additional information has been provided. The IFU recommends that the filter be retrieved within 23 days. He product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event as prolonged dwell time may have been a factor possibly allowing the filter to endothelialize. Please note that the lot number of this device is not available.